Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a week ago they experienced high blood glucose level of 427 mg/dl due to an infusion set with bent cannula. The customer had the same incident back in february where the blood glucose level was in 400s mg/dl. Customer also went to the hospital in february due to flu and it was not diabetes related. The customer treated the high readings with manual injection and bolus through the insulin pump. The infusion set will be returned for analysis.